Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was fluid seeping out of the side. The medical team was not able to confirm the exact location of the leak. The vizigo sheath was exchanged and the procedure was continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection was performed following bwi procedures. Visual analysis revealed that the side port was found partially separated from the hub component. Microscopic examination of the the side port was performed and evidence of adhesive was found. The damage observed could be caused by insufficient glue during the manufacturing assembly. A device history review was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per internal review on 27-feb-2024, it was identified that the product receipt date of 5-dec-2023 was mistakenly omitted from the initial report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was fluid seeping out of the side. The medical team was not able to confirm the exact location of the leak. The vizigo sheath was exchanged and the procedure was continued. No patient consequences were reported.